Event description:
After a successful redo atrial flutter ablation procedure, a leak was noted from the distal irrigation port of the catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.